Event description:
When sterilization staff are processing and sterilizing tools, they add the 3m chemical integrators into the cycle and upon completion of cycle, the kits are sealed and delivered to different areas of the hospital as "sterile." Upon use and prep, staff notice the kits are either stained red or blue and unable to use the tool and have to send back for reprocessing and sterilization. Many lots are impacted. Recently identified/affected lots from feb 2023: ep112025, eg11205, ct112025, ex112025, cr092025, and sd012024.